Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. The returned unit inflated without issue. The returned unit deflated without any restriction noted. Probable root could not be determined as the reported defect could not be detected on the unit returned for evaluation. No new formal investigation is required, the event will be included in trending and monitoring. The product relates to the reported complaint event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device tracheal cuff had a deflation failure. There was no patient involvement.